Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). Technical services (ts) was consulted and noticed high captured thresholds as well. This lv remains in service. No adverse patient effects were reported.